Event description:
I use a dexcom g7 cgm and it is not safe for me. Dexcom g7 constantly fails and gives false reports. Test date: (B)(6) 2026. Test name: dexcom g7. Test results: low. Test units: ug/dl. Low test range: 50-74. High test range: 332.